Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the insulin printer not printing labels. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after troubleshooting the device.

Event description:
Upon investigation of the actual device used in this incident, it was determined that the insulin printer was not printing labels. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after troubleshooting the device.